Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 16-dec-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that user was unable to pull up medications for a specific dose. The technical support specialist (tss) contacted the customer multiple times regarding an issue where nurses could dispense medications repeatedly without restrictions. Tss requested an additional medication ID and configuration details via voicemail and email to compare settings. After obtaining the affected station ID 16101759 and medication ID 3970, tss investigated the problem and suspected the due now feature might be the cause, but the issue persisted even without it. Tss scheduled a session with the customer to observe the behavior and confirmed the problem with another user, who turned out to be a superuser account, explaining why they had unrestricted access. Tss advised the customer to verify if nurses experienced the same issue and planned to review frequency codes and priorities. After waiting for feedback and completing the investigation, case was closed. The system functioned as intended after the technical support specialist troubleshooted the issue.

Event description:
It was reported that when using the bd pyxis¿ es server unable to pull medications on specific dose. The customer stated that this malfunction occurred while dispensing the medication. There were no adverse events or injuries reported based on this event.